Event description:
A treatment provider reported that a patient was treated to the thighs, upper abdomen, and flanks areas with coolsculpting using a legacy coolcore applicator on (B)(6) 2014. Patient was additionally treated to the lower abdomen and bra roll areas with coolsculpting using a legacy coolcurve applicator on (B)(6) 2014. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the upper abdomen and bra roll area on (B)(6) 2020.

Manufacturer narrative:
Corrected data d1: brand name.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
A treatment provider reported that a patient was treated to the thighs, upper abdomen, and flanks areas with coolsculpting using a legacy coolcore applicator on (B)(6) 2014. Patient was additionally treated to the lower abdomen and bra roll areas with coolsculpting using a legacy coolcurve applicator on (B)(6) 2014. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the upper abdomen and bra roll area on (B)(6) 2020.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
A treatment provider reported that a patient was treated to the thighs, upper abdomen, and flanks areas with coolsculpting using a legacy coolcore applicator on (B)(6)2014. Patient was additionally treated to the lower abdomen and bra roll areas with coolsculpting using a legacy coolcurve applicator on (B)(6)2014. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the upper abdomen and bra roll area on (B)(6)2020.